Event description:
The 3.00 x 13mm cypher stent failed to cross the target lesion.the device was removed for pre-dilation of the lesion. The stent was inspected and found to have frayed struts at the distal end. The stent was taken out of circulation and a new stent was opened. No pt injury reported.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.